Event description:
Philips received a complaint by the customer on the v60 indicating a burning smell. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a burning smell while the v60 was in use. The customer was unable to locate the origin of the smell. The reported issue was unable to be duplicated in biomed. A visual inspection of the power cord and printed circuit board assembly (pcba) confirmed both parts were functional. The remote service engineer (rse) then advised the customer to perform an extended run of the device overnight in case the reported issue reoccurred. The rse also advised to check the cooling fan in the back of the unit. Investigation is ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.